Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced progressive delamination at the edges of the touchscreen migrating toward the center, consistent with screen bezel separation on the pump hardware. Symptoms included no adverse physiological effects, and the user reported no impact to blood glucose management and continued safe use of cgm. Outcomes included device replacement and instructions for return and start-up on the replacement device. Investigation included customer interview, verification of device serial information, and receipt and inspection of the returned device. Investigation of this case revealed a hardware cosmetic and functional enclosure issue at the touchscreen interface consistent with screen/bezel separation. It was concluded that the cause was product quality issue related to component integrity of the display assembly.